Event description:
It was reported that the ventilator generated a 24 v power supply failure code and went into an inoperable condition. The device was being used for treatment when the reported event occurred, no patient harm was reported.